Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 helium regulator assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the helium regulator assembly was performed and no abnormality was noted. The helium regulator assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered up normally. The system was able to detect helium pressure and displayed the proper helium status. Pumping was initiated. A source side helium leak test was performed and passed. The pump was left to run for over 1 hour with no issues. The helium regulator assembly functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The report complaint of "pump is losing helium on tank side" is not confirmed. The returned helium regulator passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that during service, the pump is losing helium on tank side. No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during service, the pump is losing helium on tank side. No patient involvement.